Manufacturer narrative:
Unique identifier (UDI) # - (B)(4).

Event description:
The dentist reported a fractured screw. The implant remains in patients mouth.

Manufacturer narrative:
The screw was returned for evaluation. Visual inspection revealed signs of wear on the threads portion and the hex was stripped. The reported fracture was confirmed. The device history record review for the screw was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined.